Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced with a non-boston scientific product. This device is expected to be returned for analysis. No additional adverse patient effects were reported.